Manufacturer narrative:
(B)(4). A visual assessment was performed. As received, the working channel sleeve did not protrude. However, a functional assessment for working channel sleeve protrusion was performed and maximum working channel sleeve protrusion was observed when the large knob was turned in the clockwise direction. A functional evaluation was performed. The device was plugged into the controller. No image was displayed, confirming the complaint. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The working channel sleeve was removed. Witness marks were noted on the pebax. The white and clear areas along bond a, as well as the proximal strands of the working channel sleeve braid remaining attached to the pebax, appear to show evidence of adhesion. It was found during the investigation of the returned spyscope ds that the working channel sleeve was protruding. Based on the investigation results, the underlying cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Wcs protrusion in devices manufactured with post 01mar2018 changes has been determined to be a design issue. Therefore, the complaint investigation conclusion code selected for the wcs protrusion issue is design inadequate for purpose, which indicates that problems were traced to design/design features of the device that do not support or do interfere with the intended purpose of the device. An investigation is underway to address this issue.   A device history record (DHR) review was performed, and did not identify evidence of deviations or non-conformance's in the manufacturing processes that could contribute to the complaint. The DHR review confirms that the accepted device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, that there was no image when they plugged the spyscope ds to the controller, and gray dots appeared on the screen. Multiple attempts were made to reconnect the scope to the controller, but the same issue occurred. The problem occurred outside the patient. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; working channel sleeve protrusion.